Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and failure analysis found the fenestrated bipolar forceps instrument had thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. No damage to the conductor wire or insulation was noted.

Event description:
It was reported during central processing, a fenestrated bipolar forceps instrument was melted and/or had thermal damage. No patient was involved with this complaint. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the thermal damage was noticed after it was cleaned in central processing. No damage was noticed prior to the cleaning.